Event description:
According to the report, the patient was sent for reoperation for a recurrent pet positive lesion. While in surgery the surgeon uncovered the roots of the mass and found a bioglue kernel in the center of the mass. There was a 1 cm collection of bioglue that had not been reabsorbed in the posterior gutter remote from the lung.

Manufacturer narrative:
Field assurance received a (B)(4) report from FDA that states, "two of two events. Pt went into surgery for recurrent pet positive lesion identified by surveillance. While in surgery, they uncovered the roots of the mass and found a bioglue kernel in the center of the mass. There was a 1 cm collection of bioglue that had not been reabsorbed in the posterior gutter remote from the lung." A review of the lot 10mut064 indicates that the lot was manufactured according to all manufacturing specifications. Attempts to obtain additional information from the hospital did not yield any additional information. However, a letter was sent to the hospital which included excerpts from the IFU that indicate that reabsorption of bioglue is slow to resorb and is dependent on the quantity of adhesive applied. In addition, the letter also noted that this use of bioglue is not an approved indication for use. An emphasis was placed on the approved indications for use. Discussions with marketing revealed that the cryolife representative for this hospital had not presented any materials to this surgeon and contact with this surgeon only occurred after this event was reported to him. When questioned about absorption of bioglue, this representative told the hospital that bioglue is broken down by proteolysis and depends on the amount of bioglue applied. In addition, marketing provided approved marketing materials that address degradation to field assurance. This material does not include any timeline for degradation. When presented with questions from surgeons regarding degradation of bioglue, field staff are instructed to refer to the instructions for use and indicate that reabsorption is dependent on quantity of application and the site of application. No further action is required at this time.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.